Event description:
Patient reported that the detent failed and the walker leg collapsed on multiple occasions. User "fixed" it each time. The initial event, undocumented, caused a fall with some bruising and soreness. No falls on subsequent instances.